Event description:
The esophageal wallstent was placed in the pt without complications at the distal esophagus, extending across the g-e junction. The physician passed the scope through the wallstent immediately after placement and may have inadvertently dislodged the stent-the wallstent migrated into the stomach. It was then removed the same day using graspers through a 2t scope. There was no claim of injury related to this event.